Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 2 for failure analysis investigation. The unit was analyzed and found the customer reported complaint was confirmed and replicated. A review of the system error logs found 31226 error indicating a communication fault on the usm, confirming that the fault occurred in the field. Visual inspection did not reveal any issues related to the reported event. The usm was installed onto a golden system where the 31226 error was triggered, replicating the reported event. Further testing on a patient side cart (psc) fixture test platform (pftp) setup showed fiber check failure on the clock spring. Subsequent aba testing of the clock spring fiber verified it as the source of the fault. The probable root cause is attributed to a fault in the clock spring fiber, which caused the communication error and led to the reported 31226 error. The issue was resolved by replacing the defective unit.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the patient side cart (psc) had recoverable fault on universal surgical manipulator (usm) 2 and disabled the usm. Technical support engineer (tse) requested reboot but system came back up fine without errors. Tse viewed logs and found errors pointing to usm 2. The procedure was completed with no reported injury.